Manufacturer narrative:
H3: analysis found that visually, there was no significant damage to the packaging carton. The carton contained inserts (68e3566, m 726750c793), and size 6 emg tube. The wire harness was wrapped around the tube when returned. The wire harness was unwrapped, and traces of damage were found on the tube. There was a puncture/hole noted on the inflation lumen near where inflation tube is connected to the emg tube. Besides puncture in the lumen, there were multiple scratches and cuts in the same area as puncture. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). New information msr : medical safety has reviewed the reported event that during an operation, the emg nerve monitoring tube (8229306) balloon "leaked" resulting in reported low patient ventilation and required replacement with a new tube to continue the surgery. No patient injury was reported. The reported severity of this event is severity of 2, minor. This reported event and it's severity are known and labeled per pra d00847575--b and IFU m040175c001doc1-b which states: inflation of the cuff by ¿feel¿ alone, or by using a measured amount of air is not recommended since resistance is an unreliable guide during inflation. Intracuff pressure should be closely monitored with a pressure measuring device. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cm h2 o. Carroll and greenvik recommend maintaining a seal pressure at or below 25 cm h2 o (carroll, r.g., and greenvik, a.: ¿proper use of large diameter, large residual cuffs.¿ critical care medicine vol. 1, no. 3: 153-154, 1973). Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Minimal occluding volume or minimum leak techniques should be used in conjunction with an intracuff pressure measuring device in selecting the sealing pressure. Cuff pressure should continue to be monitored thereafter, and any deviation from the selected seal pressure should be investigated and corrected immediately h6 : annex code below are no longer valid: b21, c21, d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nerve monitoring tracheal intubation balloon leaked during the operation, and the operation could not be performed normally. No known impact or consequence to patient. Additional information states that the cuff and tube checked prior to use and found no problems. The issue occurred after the balloon of the catheter was inflated and the airway established. Airway obstruction was not resolved by adjusting the position of the tube, proceeded with new one to prevent serious injury. Obstruction cause low ventilation. Procedure was performed according to standard surgical procedures.